Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the battery compartment was cracked and there was no power in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 3/13/2017 with the following findings: a review of the pump¿s black box data showed no unexplained pump reboots. During a visual inspection of the pump, it was observed that the battery compartment was had two cracks and there was moisture observed inside the compartment. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. The pump was exercised for 24 hours with no loss of power occurring with the test battery cap therefore the initial complaint about a power issue could not be duplicated during this investigation; the cracked battery compartment was confirmed. The pump was opened and there was moisture damage found on the printed circuit board (pcb). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.